Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided information and assisted with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared, which the customer understood and acknowledged.